Event description:
One endeavor sprint rx drug-eluting stent was implanted in the proximal lad, by direct stenting. Following implantation it was noted that there was a small distal edge dissection. A driver rx bare metal stent was implanted as treatment of this dissection. Following clinical evaluations committee review, a suspected non-q-wave mi is reported to have occurred 1 day post index procedure. Pt was asymptomatic/free of symptoms at 30 day follow up, 6 month follow up, 1 year follow up, 1.5 year follow up, 2 year follow up & 2.5 year follow up.

Manufacturer narrative:
(B)(4): dissection and mi.